Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Type of investigation: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and topical skin adhesive was used. Prior to opening the package, a nurse found that there was a foreign substance in the sterile package. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Investigation findings: photo/video analysis. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please describe the type of foreign matter that was observed. An aproximately 1mm purple matter. Are there any photos of the foreign matter available? A movie is uploaded in ecm. If product photos are available, please provide: see above. Is it possible that the foreign material fell into packaging upon opening of device? No, because the nurse found the foreign matter before opening the package. H3 evaluation: video provided for analysis. No product was received. This is an analysis for a video submitted for evaluation. During the visual analysis, the following was observed: the video shows a package with the product code closed, a particulate-foreign matter is visible in the package. Based on the video review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.